Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified, 90% stenosed, de novo, eccentric lesion. The lesion was pre-dilated with an unspecified 2.0 mm balloon dilatation catheter. During advancement of the 2.25x23 mm xience alpine stent delivery system (sds) resistance was felt with the patient anatomy, and the sds failed to cross the lesion due to the patient anatomy. During withdrawal of the device there was resistance felt due to the patient anatomy. The xience alpine sds was able to be removed and the procedure was finished without stent implantation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.